Event description:
On (B)(6) 2014, the patient contacted animas, alleging that his doctor thinks the pump is malfunctioning. Reportedly while at a doctor¿s appointment, a comparison of the basal rates on a diasend report did not match the basal rates that were in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories showed that the last basal delivery was on (B)(6) 2014. There was no activity outside normal use observed in the pump¿s alarm history or black box. The pump successfully completed a rewind, load, and prime sequence with no issues occurring. The pump was exercised for 24 hours with no issues, and all boluses performed during testing were successfully delivered and recorded in the pump history. A review of the diasend download showed the correct basal and bolus information in the correct time and order. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.